Event description:
It was reported that when the device was used during a low anterior resection, the device did not cut or staple completely. The anastomosis was hand sewn by the surgeon to complete the case. There was no consequence to the pt.